Event description:
Customer reported that she was hospitalized with low blood glucose levels. Prior to hospitalization customer was vomiting and also had x-rays and MRI done. Troubleshooting performed and pump appeared to be functioning normally.